Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. It was reported the patient was hospitalized for another indication. The patient was treated with unspecified antibiotics for the event. One day after hospitalization, the pd catheter was removed, and the patient was transferred to hemodialysis. It was reported that the patient passed away. The cause of death was reported as fluid overload. It was not reported if the peritonitis was resolved prior to death. No additional information is available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.